Event description:
Pt visited ER in 2005 for syncope and was released the following day. Pt returned to hospital that same day with an admitting diagnosis of gi bleed, which is an ongoing issue for the pt. Pt has been immobile for about 6 years. Pt did have diarrhea, but etiology not known. Fms was inserted in 2005. Two days later, a right below the knee amputation was performed due to gangrene. Pt had severe ischemia to the left foot, and angio. Was done to open up vessels. Pt was transferred to a different unit and fms was removed and reinserted with no evidence of bleeding in the catheter or collection bag. The adverse event of gi bleeding occurred 29 days after initial insertion. There was a positive scan for bleeding in the rectum and a colonscopy showed a 1.5cm eliptical lesion located in the rectal area covered with a scab. During same visit pt also experienced an upper gi bleed. Pt has subsequently been readmitted to the hospital with congestive heart failure.